Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that programming changes were made in response to the reported issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed possible intermittent right ventricular (rv) lead undersensing on the stored electrograms. The lead remains in use. No patient complications have been reported as a result of this event.